Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: IV, rupture, seroma-late.

Event description:
Patient reported right side rupture, pain, and capsular contracture, baker grade unknown. Patient also reported right side is "growing bigger and harder, liquid inside the implant," and "loss of sensation on the outside immediately after surgery". Additionally, healthcare professional reported capsular contracture baker grade IV. Device remains implanted.